Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. This report is being filed to correct the b2: outcomes attrib to adv event and h6: patient codes. Patient code 3191 captures the reportable event of surgery. Patient code appropriate term / code not available was used as there were no device related clinical symptoms observed. This supplemental report was filed due to update on h6: evaluation conclusion codes.

Event description:
It was reported that this pacemaker previously showed half a year remaining longevity. During the device check, the device showed three and a half years remaining longevity. Additionally, the patient has a chronic atrial fibrillation and was presented to the facility due to low ejection fraction (ef) and was considering upgrade to cardiac resynchronization therapy pacemaker (crt-p). Boston scientific technical services (ts) suggested possible reason for this issue and suggested programming options. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker previously showed half a year remaining longevity. During the device check, the device showed three and a half years remaining longevity. Additionally, the patient has a chronic atrial fibrillation and was presented to the facility due to low ejection fraction (ef) and was considering upgrade to cardiac resynchronization therapy pacemaker (crt-p). Boston scientific technical services (ts) suggested possible reason for this issue and suggested programming options. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. This report is being filed to correct the b2: outcomes attrib to adv event and h6: patient codes. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker previously showed half a year remaining longevity. During the device check, the device showed three and a half years remaining longevity. Additionally, the patient has a chronic atrial fibrillation and was presented to the facility due to low ejection fraction (ef) and was considering upgrade to cardiac resynchronization therapy pacemaker (crt-p). Boston scientific technical services (ts) suggested possible reason for this issue and suggested programming options. The device was explanted. No additional adverse patient effects were reported.